Event description:
During the evaluation of the product, the device intermittently goes into watchdog mode when powered on. The complainant indicated that there was no pt involvement in the reported failure.